Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, customer wanted to deliver a bolus and the arrow button on the insulin pump was stuck and wasn't functioning. Customer was unable to choose the amount of insulin and the numbers wouldn't stop scrolling up. Customer's blood glucose was 7.2 mmol/l. Customer was advised the device needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected ramping of numbers noted. The pump had intermittent button response due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.